Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet and requested to return the device, with a lowest reported glucose of 60 mg/dl and no reported changes in medications, activity, or snacking behavior; the medical device problem and device component details were not specified. Symptoms included hypoglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.